Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation was diagnosed through a physical examination post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
On 3/7/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/27/2018, mentor became aware that the replacement devices were mentor smooth round moderate plus profile 500cc saline implants, catalog 3502500, lot # 7540151. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 6/1/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation was diagnosed through a physical examination post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the valve junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2018, mentor received additional information indicating the date of event is (B)(6) 2016 and patient age at the time of event is (B)(6) years old. Manufacturer¿s reference number: (B)(4).